Event description:
The customer reported that while performing routine maintenance on his olympus video system center, an e337 error code was present and the fan was not functioning properly. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon ¿error code e337¿ occurred due to a faulty fan. According to the service manual, e337 indicates a fan error, and it is a message that is displayed when fan lock is detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.